Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor had a line on the display. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.